Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During a follow up visit for a previous buried bumper, a nurse reported on (B)(6) 2021 that the "internal fixation plate was stuck again." The patient was referred to his gastroenterologist. On (B)(6) 2021, a buried bumper was confirmed and the patient underwent a procedure to replace the peg and j tubes.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During a follow up visit for a previous buried bumper, a nurse reported on (B)(6) 2021 that the "internal fixation plate was stuck again." The patient was referred to his gastroenterologist. On (B)(6) 2021, a buried bumper was confirmed and the patient underwent a procedure to replace the peg and j tubes.